Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The three broken screw were classified as primary products during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The screws returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. All screws had heavily contact to the nail hole rims; all threads were completely or partly damaged. Two screws were already heavily damaged during implantation; it is likely that no target device was used (free hand technique) or the used target device was compromised (pre-damaged, bending forces applied during insertion). The breakage surfaces indicate that all screws broke step by step in a fatigue fracture. Several heavy loads were applied to the implants postoperatively. The reported non-union did most likely also contribute to the screw breakages. Non-unions, postoperatively loads and intra-operatively implant damages are listed as adverse effects in the IFU. Because no manufacturer related issues were found the case is attributed to a user error contributed by the patient. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
It was reported that all three screws in the humeral nail broke. New information received on 05-mar-2015 rep reported that "one full screw was removed and half of the other two remain in the patient. There was a non union."

Event description:
It was reported that all three screws in the humeral nail broke. Replaced with a 5.0 axsos plate.